Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. During a percutaneous coronary intervention of a 90% stenosed lesion in the left anterior descending (lad) artery it was noted that the 16 x 2.75 promus premier select drug-eluting stent would not cross the lesion and the shaft of the device broke. Imaging was completed to confirm that all components of the device were removed from the patient's body. The procedure was completed with another of the same device with no further issues or patient injury.

Manufacturer narrative:
Device is a combination product. A promus premier select ous mr 16 x 2.75 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 225mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break had occurred. During a percutaneous coronary intervention of a 90% stenosed lesion in the left anterior descending (lad) artery it was noted that the 16 x 2.75 promus premier select drug-eluting stent would not cross the lesion and the shaft of the device broke. Imaging was completed to confirm that all components of the device were removed from the patient's body. The procedure was completed with another of the same device with no further issues or patient injury.